Event description:
Complainant alleged that while attempting to pace a pt with an asystole rhythm the device was unable to adjust pacer current. Complainant indicated that the pt did subsequently expire, however, it was unrelated to the reported malfunction.